Manufacturer narrative:
Product event summary the full lead was returned and analyzed. The analysis indicated that there was blood on the distal conductor of the lead and it was obstructed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the left ventricular (lv) lead implant procedure, the inner lumen of the lead appeared to be damaged. The physician was unable to completely advance the stylet and the guidewire. The lv lead was removed and replaced with a competitor lead. No patient complications have been reported as a result of this event.